Manufacturer narrative:
Device not returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
Product was opened for case. Pro dense 15cc was mixed properly following directions. When surgeon began to implant prodense mixture would not come out of syringe. All material in syringe had hardened before coming out of syringe to implant in patient. Took apart on back table. All prodense was hardened and unable to implant. Was within working time for mixing parameters, with plenty of time left over to implant. The surgeon used pro-stim 15cc to inject in patient. No complications. No delay that required additional anesthesia, medication, surgical procedure, or the use of unintended equipment.

Event description:
Product was opened for case. Pro dense 15cc was mixed properly following directions. When surgeon began to implant prodense mixture would not come out of syringe. All material in syringe had hardened before coming out of syringe to implant in patient. Took apart on back table. All prodense was hardened and unable to implant. Was within working time for mixing parameters, with plenty of time left over to implant. The surgeon used pro-stim 15cc to inject in patient. No complications. No delay that required additional anesthesia, medication, surgical procedure, or the use of unintended equipment.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Successful use of the product requires the surgical team to accurately control mixing time, mixing speed, complete mixing, use of all components supplied, using only those components supplied in the kit (no substitution). Any variable outside the parameters supplied in the mixing instructions may affect the chemical and physical properties of the product. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.